Manufacturer narrative:
(B)(4).  Physio-control examined the customer's device but was unable to duplicate any power discrepancies. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.